Event description:
On "(B)(6) 2012 - a start of thrombus at the level of the valve with visualization of the catheter behind the valve. On (B)(6) 2012 - change of the hickman: placement of a guide wire with opacification shows an obstruction in the lumen at its distality. The pressurised injection was responsible for tearing the catheter at the level of the bifurcation of the two lumen."

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.